Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.

Event description:
A ventilator was returned to a third-party service center for the foam remediation process for this device. There was no harm or injury reported. During the evaluation of the device at third-party service center, confirmed particles were found in the device. The device's pollen filter was replaced to address the issue. Additional findings not related to the malfunction/issue were dust contamination on the blower box, a system test failing causing a system error to occur for the internal battery. The internal battery was fully charged to resolve this issue, there was damage to the handle, and rubber feet missing on the device.